Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Post release, the lp dislodged to the pulmonic valve. While attempting to retrieve the lp, it travelled to the pulmonary artery. The lp was removed. The patient condition was unknown.